Manufacturer narrative:
(B)(4). Device evaluated by MFR: the coil was returned covered in dried blood. The coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The zap tip shape and surface was smooth. The coil dimensions that could be measured were found to be in specification. The number of proximal fiber bundles recorded during product analysis was below the assigned specification. The reason for this is the coil was subjected to conditions that damaged its original structure. The coil is designed to be advanced with ease, however, product analysis confirmed the coil was kinked and stretched indicating the device was not handled correctly during the procedure. Coil fiber bundles are retained by the tension applied between coil loops during manufacture. Damage to the coil may potentially lead to the fiber bundles detaching. The damage to the coil impacted the overall structure and appearance of the coil as the number of fiber bundles was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that the coil was broken. A 15mm x 20cm interlock¿-35 was selected for use. During the procedure, intermittent flushing was performed. Resistance was encountered and the coil was unable to advance in the catheter. The physician then attempted to withdraw the coil outside of the catheter, however, the main coil broke. The procedure was completed with a different device. No patient complications were reported.